Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This report is an initial final submission. Reported issue: on 31 october 2019, it was reported that the zimmer skin graft mesher was in need of repair for unknown reason. No further information provided. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 20 november 2019 revealed that the comb was bent and the roller and sideplates were damaged on the device. The pretest could not be performed due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the comb, roller and sideplates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the device to require repair. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the zimmer skin graft mesher was in of repair for unknown reason. At evaluation investigation of the device the mesher was found to have a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.